Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that touch screen of this programmer was unresponsive. The programmer will be sent back for repair. No adverse patient effects were reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there were instances of error codes were observed. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Due to the failed result of functional, baseline, and open short result, the programmer was disassembled in order to analyze the touchscreen laramie using a microscope. For this case, there were not broken traces on the touchscreen panel. A swap of the controller was performed to discard any noise from this device, getting a good result after the swap: touch worked properly and the quality and noise tests were performed obtaining pass results. The cause traced to component failure conclusion code was selected based on analysis of the returned product which found evidence of an open short in the liquid cystal display (lcd) touch controller, which contributed to touchscreen becoming unresponsive.

Event description:
It was reported that touch screen of this programmer was unresponsive. The programmer will be sent back for repair. No adverse patient effects were reported. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there were instances of error codes were observed. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there were instances of error codes were observed. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
The programmer was returned and investigated. Field observation of unresponsive touchscreen was confirmed, and error codes were documented. Broken traces attributing to an unresponsive touchscreen is consistent with CAPA-00006695. It was reported that touch screen of this programmer was unresponsive. The programmer will be sent back for repair. No adverse patient effects were reported.